Event description:
Consumer reported complaint for the trueplus ketone test strips. Customer stated that the ketone test strips are not changing color; customer stated the color of the padding on the strips is a very light beige in color. The package was not open or damaged when received by the customer. The customer is using the product for the first time. Customer was not using the correct testing technique; customer placing incorrect end of the test strip into the urine sample. Customer declined to perform a urine test during the call. The customer feels well and did not report any symptoms and medical attention related to the use of the product was not reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-061: improper use/mishandled by end user. Note: manufacturer unable to perform follow-up call to ensure the initial concern is resolved - customer did not provide contact information.